Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine replacement of the device. Upon attempting to remove the right ventricular (rv) lead from the device it was not possible to free the is1 portion of the lead. The setscrew of the device would not retract. The torque wrench used to loosen the setscrew snapped. The is1 portion of the rv lead was cut and surgically abandoned. The device will be returned with the torque wrench. A new system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that rv set screw had a competitor torque wrench stuck in the hex slot, and the rv seal plug was missing. All setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested with a substitute rv+ set screw. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that the damage to the device was induced.

Event description:
--